Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both the first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated by the user at the end of the second priming sequence. The investigation found no damages or deficiencies that would contribute to the needle failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the needle deployed. The cause of the reported needle failing to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle deployed early. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reporter stated the cannula was ejected before the patient had placed the pod on their skin, indicating a needle mechanism failure, the needle deployed early. The pod was not worn.